Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 26 and 22 mg/dl; customer stated he was not having any symptoms at the time the results had been obtained. The customer¿s expected am fasting blood glucose test result range is 110-140 mg/dl and expected pm fasting blood glucose test result range is 95-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/25/2024 and test strips were open 20 days prior to call. The meter memory was reviewed for previous test result history: result 1: 26 mg/dl , date: (B)(6), time: 9:58 am, fasting. Result 2: 95mg/dl , date: (B)(6), time: 7:19 pm, fasting. Result 3: 22 mg/dl, date: (B)(6), time: 7:18 pm, fasting. Result 4: 120 mg/dl , date: (B)(6), time: 10:36 pm ,fasting. Result 5: 110 mg/dl, date: (B)(6), time: 9:43 am, fasting.